Event description:
Reporter had a pca-related error in their hospital. The root cause of this practice-related error was that the pt was not pushing the button. Rather, the nurse would assess that pt's pain--waking the pt to perform the assessment--and then push the button on behalf of the pt at this time based on the pt's direction. The nurse thought she was being helpful, but caused extreme over-sedation, which led to the pt's death. The pt was found unreponsive by the nurse. It was not learned until later that the nurse thought she was being helpful to the pt by assisting with pushing the button. All pts and their families now must be informed that only the pt may push the button. Additionally, they had tags attached to all pca buttons warning that only pts are to push the button. Also, they are piloting a sedation scale to be used with all pts receiving narcotics and other sedating medications.